Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause of the deposits found inside on the ccd unit could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with no specific issue. However, an MDR reportable failure was observed during testing at the service center. During inspection of the device, deposits (corrosion) was found inside on the charged coupled device (ccd) unit. There was no patient involvement.